Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
1 false positive sofia flu b result for 1 patient reported. Confirmatory testing reported done by pcr showed flub negative. It is unknown if patient was symptomatic or asymptomatic when tested.